Event description:
It was discovered on an unknown date the patient had a nonunion; patient treated non-surgically for right elbow supracondylar without intercondylar extension. Patient underwent orif on (B)(6) 2012. During the revision procedure the va lcp medial plate was drilled for a variable angle screw. Surgeon inserted the screw and it did not engage the plate; it went through the plate hole. Surgeon did not fill that hole of the plate with a screw; however, surgeon did fill all other holes in the plate with screws and completed the procedure. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used as treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.